Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 4/20/2021, noted corrections to the 3500a initial. H3. Reason for non- evaluation was processed as "device evaluation anticipated, but not yet begun" and it should have been processed as "other". H10. Additional manufacturer narrative should have included: the bwi product analysis lab received the device for evaluation on 4/19/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
Additional information was received on 4/21/2021. The patient's gender is male. Patient¿s condition improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related and that it occurred during the transseptal puncture. No ablation was ever performed. Additional information was received on 4/23/2021. Correct catheter settings were selected on the generator. No force visualization features were used. Prolonged hospitalization was required; the patient needed stayed several days before being discharged. There¿s no relationship between the reported situation and the bwi products. Therefore, a3. Gender and b2. Is hospitalization initial/prolonged fields were processed. With the additional information provided it was reassessed that it is most likely the event was related to the transseptal puncture (unknown product). Therefore, the bwi products are assessed as concomitant products. The event is no longer reportable under the lasso® nav eco variable catheter nor any other bwi product. On 4/23/2021 the physician information was provided. Therefore, e. Initial reporter was updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a lasso® nav eco variable catheter and suffered cardiac tamponade requiring pericardiocentesis, blood transfusion and surgical intervention. After transseptal puncture, the physician connected the thermocool® smart touch® sf bi-directional navigation catheter and inserted the lasso® nav eco variable catheter inside the patient¿s left atrium. Soon after, the patient¿s blood pressure drastically dropped, and cardiac tamponade was confirmed. Pericardiocentesis was done, but the amount of blood drained was more than 3.2l so the physician gave a blood transfusion, but the patient's condition remains unstable. Physician decided to arrange the emergency operation. Patient¿s outcome is unknown. There¿s no report of prolonged hospitalization. No biosense webster, inc. Product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The adverse event occurrence might have been related to the transseptal puncture; however, with the information available, this cannot be concluded. Given that the thermocool® smart touch® sf bi-directional navigation catheter was only connected but not used, and the adverse event occurred while inserting the lasso® nav eco variable catheter inside the cardiac cavity, this is being conservatively assessed reportable under the lasso® nav eco variable catheter.